Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
The customer reported the unit is not turning on. The customer advised the unit will not power on with (ac) alternate current only or with battery only. No (led) light emitting diode lights were on, and the customer request a quote for onsite service. There was no patient involvement.

Manufacturer narrative:
G4: 24jun2020, b4: 24jun2020. Upon a follow up with the biomedical engineer. The customer stated to have open up the unit and found that the battery was not installed on the ventilator. The customer did not know why the battery was taken out. The customer then put the battery back on the unit and the issue was addressed and the unit is working with no issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.